Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: two device samples were received for evaluation. These devices have been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The returned products met specification as received. Visual inspection found no defects. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the devices were tested on a silicone test strip with acceptable results. The devices were activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The investigation found the devices to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a mechanical issue with the device during a procedure. The device¿s cutting button did not bounce back after activating. Another device was used but the same issue occurred again. There was no injury caused to the patient and no medical intervention was required. No additional information was provided.